Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise due to suspected electrode damage. The electrode was tested in clinic with manipulation and provocative maneuvers. Noise was able to be reproduced in the secondary vector. The system was programmed to the primary vector. An x-ray was completed to evaluate system placement. Device data was sent to technical services (ts) for review. Data review determined the observed noise pattern in a previously recorded episode confirmed the conductor fracture. Technical services (ts) also noted that the baseline stabilized with certain movements, indicated damaged spot closed at that time. Additional information was received that this electrode was explanted and expecting to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise due to suspected electrode damage. The electrode was tested in clinic with manipulation and provocative maneuvers. Noise was able to be reproduced in the secondary vector. The system was programmed to the primary vector. An x-ray was completed to evaluate system placement. Device data was sent to technical services (ts) for review. Data review determined the observed noise pattern in a previously recorded episode confirmed the conductor fracture. Technical services (ts) also noted that the baseline stabilized with certain movements, indicated damaged spot closed at that time. Additional information was received that this electrode was explanted and expecting to be returned for analysis. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 140 and 160 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise due to suspected electrode damage. The electrode was tested in clinic with manipulation and provactive maneuvers. Noise was able to be reproduced in the secondary vector. The system was programmed to the primary vector. An x-ray was completed to evaluate system placement. Device data was sent to technical services (ts) for review. Data review determined the observed noise pattern in a previously recorded episode confirmed the conductor fracture. Technical services (ts) also noted that the baseline stabilized with certain movements, indicated damaged spot closed at that time. The electrode remains in service. No adverse patient effects were reported.